Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has blood drawn into the iabp.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
B3. Aware date updated : 04/25/2023.

Event description:
N/a.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) unit has blood drawn into the iabp and there was a balloon rupture. There was no patient harm reported.

Manufacturer narrative:
Additional fields: e1(event site state: (B)(6), event site postal code: (B)(6)). It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) cleaning of blood entry points because blood has been drawn into the iabp. Getinge field service engineer (fse) found rupture (blood infiltration) and replace contaminated parts (manifold(d104-00-0018), reservoir(d202-00-0127), detect tube(d008-00-0312), purge valve(d104-00-0026),regular inspection carried out. Compressor, safety disk(d997-00-0985-01) replacement, equipment calibration implementation. Patient involved but no harm.

Event description:
N/a.